Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the feeding set was leaking from the cassette as well as from the top of the bag. There was no patient harm reported.

Manufacturer narrative:
The device history record review of the reported lot number was not reviewed as the lot number was not provided. One sample was received for evaluation. A visual and functional evaluation was performed and did not demonstrate leaking. The reported condition could not be confirmed. The root cause and corrective action plan could not be identified as the sample did not leak and did not relate to a manufacturing/production process. This complaint will be closed with no further action and will be used for tracking and trending purposes.